Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. The battery compartment was found to be burned, and the downstream occlusion (dso) sensor was damaged by fluid ingression due to a broken dso seal. The customer reported problem was unable to be replicated. The most likely cause of the reported error is corrupted firmware during the loading of the firmware. The firmware was reloaded to resolve the error. The dso sensor, battery compartment, and battery door were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a red screen system fault, and the system cannot start infusing. There was unknown patient involvement, and unknown signs or symptoms experienced.